Event description:
Pt self tester reports discrepant results with meter compared to lab. Date: (B)(6) 2010, inratio2: 4.8, lab: 2.4, other meter: 1.9. Date: (B)(6) 2010, inratio2: 4.7 (retest). Initial inratio2 result done at 8:24 am. Lab draw done at 1:02 pm. Time of add'l tests was not specified. Pt last took coumadin on (B)(6) 2010, last dose prior to that was on (B)(6) 2010.

Manufacturer narrative:
Investigation pending.